Event description:
It was reported by service report that the bed scale was giving an incorrect reading and the lift motor was drifting down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell, faulty nut in lift motor.